Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. The device was returned with a note that stated "pentant failure". There was no patient involvement, delay in critical therapy, or power loss while in use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, damage was noted to the patient pendant cord. The fse replaced the patient pendant assembly and each test was completed within specification. The probable cause for the patient pendant failure was due to a damaged patient pendant cord. This report represents all the information known by the reporter upon query by hospira personnel.